Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received intermittent multiple altitude alarms. The customer was able to clear the alarms. The customer's blood glucose (bg) level was 319 mg/dl while contacting tandem technical support and had delivered a correction bolus with the pump to manage bg level. It was indicated that the customer would continue to use the pump until the replacement arrives.